Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the ac adapter is beeping. The device use is unknown at the time of the event, however, there was reportedly no patient harm. There was no patient involvement.

Manufacturer narrative:
It was reported that the ac adapter is beeping. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module which was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.